Manufacturer narrative:
It was reported that the patient's whole system was replaced on (B)(6)2019 due to inadequate coverage. Prior to revision x-rays showed leads migrated, reason for migration are unknown. After revision impedances were within normal range and effective therapy was established post-op. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 3006705815-2019-03836. 1627487-2019-11310. It was reported that the patient was experiencing ineffective stimulation and had migration of their leads. The patient had their system explanted and replaced. Effective therapy was established post op.